Event description:
It was reported that the surgeon inserted 4 fixed screws and realized that they were slightly too long. He backed all 4 out with a rescue screwdriver and replaced them. A locking ring was slightly bent in the process. The surgeon then used a bur to remove the sharp edge. The surgeon stated that the locking ring was still functioning properly.

Manufacturer narrative:
The precise catalog number is unknown but the family information can be determined from the band name. The product was not returned for evaluation and the lot number was not provided. It is unknown when the ring became bent. This per is a result of a (B)(4) study look back of pers for MDR reportability. The surgeon on this case reported that the locking ring was functional at the time of implantation. Post-op x-rays were provided and reviewed by a consultant surgeon. He reported that the screws appeared to have maintained good position and not backed out. Also, he stated that from the x-ray it appears there is fusion through the interbody spacer.